Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error log. The fse was able to reproduce the complaint by moving the diluent supply line around causing air bubbles to get into the supply line. There was a tiny hole in the tubing at the connection to the bottle adapter. The issue was resolved by cutting the tubing back and reattaching the tubing to the connector with no holes. The instrument was validated by performing quality control (qc) and the results passed and was within customer ranges. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2020 through aware date(B)(6) 2021. There were three similar complaints identified during the searched period including this event. The aia-2000 operator's manual under section 04 - error messages states the following: [2085] air detected during diluent suction by main arm. Cause: during diluent suction, it was determined that the tip failed to touch the liquid surface. If retry fails, the measurement result will be flagged (ds flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was failure of diluent tube.

Event description:
Customer reported an error at pretreatment during b12 run. The field service engineer (fse) was onsite recently for a similar issue. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.